Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va1ntqs, implanted: (B)(6) 2018, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(4), ubd: (B)(6) 2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturer representative regarding a patient who was implanted with a n neurostimulator (ins) for gastrointestinal/pelvic floor and urinary dysfunction/sacral nerve stim. It was reported that starting on (B)(6) 2018 the patient had ¿some lead migration poking out of the skin at the interaction site.¿ the healthcare provider had taken some x-rays, and the lead was then surgically re-tunneled. The issue was noted to be resolved. No further patient complications are anticipated or expected as a result of this event. (B)(6) 2018. Document contains no new information.